Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the surgeon reported to the coloplast sales representative that she implanted a restorelle directfix anterior to a patient, who immediately postoperatively had sciatica pain at right side, with deficit of the levator muscle of the foot. Bilateral disc herniations including an l5-s1 with foramen narrowing. The device was explanted in other healthcare facility and she had improvement of the symptoms.